Event description:
It was reported that patient received an alert for charge time out during capacitor maintenance. During testing in the clinic, the first maintenance charge timed out again but the second maintenance charge was normal. The device will be monitored.